Event description:
It was reported that the procedure was to treat a totally occluded, calcified bifurcation lesion in the proximal left anterior descending and diagonal arteries. The vessels were treated separately, and a stent was then placed to treat the bifurcation. The voyager nc balloon was used for post dilatation of the stent; however, the attempt to aspirate the contrast with the indeflator was unsuccessful and the balloon did not deflate. Pressure was added from 12 atmospheres (atm) to 18 atm, and then reduced, but balloon deflation was not successful. After two minutes, the patients status was concerning; however, the patient did not experience any adverse symptoms. The indeflator was switched for a non-abbott inflation device. The initial attempt to deflate did not work, but after raising the pressure from 12 atm to 18 atm, they succeeded in aspirating the air from the balloon and finished the case. After the procedure, the operator tested the indeflator outside the patient, but the problem was not confirmed. It was noted that the indeflator can not provide enough power for withdrawing the pressure. The physician believed there may be a leak in the indeflator. The voyager nc balloon was prepped inside the patient anatomy. There was no clinically delay in the procedure and the patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. The 20/30 indeflator referenced is being filed under a separate medwatch report. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.